Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this pacemaker exhibited noise on the right atrial and right ventricular channels. The leads were implanted in 2002 and were non-boston scientific leads. Three recent episodes showed a high frequency noise; the noise was oversensed and caused intermittent pacing inhibition on the ra lead. The noise on the rv lead was not oversensed. Technical services reviewed the available atrial tachy response (atr) episode electrograms (egms). The artifact was consistent with electromagnetic interference (emi). Additionally, all three episodes occurred around 8:00 am, so it was suspected to be caused by something the patient was using. Technical services discussed reviewing the episodes on the programmer to confirm this was 50hz noise. No noise was observed in other available egms, and other lead diagnostics were stable. No adverse patient effects were reported. The device remains implanted and in service.